Event description:
It was reported that an infusion set adhesive did not adhere during a site change, and a second infusion set also failed to stick until the user was guided to remove the needle guard and perform a proper insertion; delivery then resumed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education regarding correct infusion set deployment. Investigation of this case revealed that the infusion set was deployed incorrectly due to the needle guard not being removed, resulting in unsuccessful adhesion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect insertion technique.